Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced overstimulation as well as inadequate pain relief. Frequent implantable pulse generator (ipg) charging was also noted. The patient had pain injections on left side. The patient was doing well following device optimization.